Event description:
The patient reported that they no longer felt stimulation. The patient fell on an escalator about a week and a half prior to report. The patient was hospitalized and given pain relief medication. The patient was at home at the time of report. The issue was not resolved at the time of report. The patient was advised to consult with pain clinic and doctor to have the implant checked. Surgical intervention had not occurred and it was unknown if surgical interventions was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they could not charge or feel any stimulation. The patient could not get coupling to come up. The device had last been charged in (B)(6) 2017. The hospital could not diagnosis the issue. It was noted that it was possible that a fall had impacted the device. Diagnostics and troubleshooting included trying to locate the center to see if the device was in overdischarge. The issue was not resolved at the time of report. Surgical intervention did not occur and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient tied to couple her device and did not work. The results of troubleshooting included no coupling. The patient was referred to the clinic for follow up. The issue had not been resolved. The patient lived in another province and had been working with local manufacturing representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.